Event description:
It has been reported to philips that an error message appeared and c-arm movement was no longer possible. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that an error message appeared and the c-arm was not working. Review of the system log file showed that a "motor assembly" error resulted in the issue with the c-arm movement. The fse determined that the problem was caused by the operating motor of the rotating part of the c-arm fd(flat panel detector). The fse replaced the fd rotation motor and the system was returned to use in good working order. The codes were updated based on the investigation outcome.